Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was implanted within the patient on (B)(6), 2011. According to the complainant, the patient had a stricture at the esophageal-cardiac junction due to a malignant tumor. The stricture was approximately 3cm in length. The stent was implanted successfully and the patient was able to eat following the stent placement. On (B)(6), 2011, the patient complained that he was unable to eat. On (B)(6), 2011, the patient returned to the hospital and an endoscopy procedure was performed. It was determined that the stent had migrated into the stomach and restenosis had occurred at the lesion site. On (B)(6), 2011, the physician attempted to remove the stent from the patient. However, the stent was unable to be pulled through the stricture at the esophageal-cardiac junction. Therefore, the patient was treated with laxatives in order to help the patient to pass the stent naturally. A second stent was placed at the stricture. The patient subsequently passed the stent. The patient condition following this event was reported to be "stable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.